Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. The insulin pump passed the excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, battery tube threads, a cracked reservoir tube, reservoir tube lip, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported, the insulin pump alarmed no delivery. Customer did not know blood glucose value. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.